Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. During revision, externalized conductors were confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.